Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the clip fall from the jaws of the device? --- yes. Did the clip fall into the patient? --- no information. If so how was the clip retrieved from the patient? --- na. Did the retrieval of the clip altar the procedure? --- no. If yes please explain: ---na. Or did the clip fall off the tissue after placing? --- no. What was the shape of the clip? --- na.

Event description:
It was reported that during a laparoscopic gastrectomy, the clip fell off from the first firing. It was found that one of jaws was damaged. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, six clips were ejected due to the jaw condition; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.